Event description:
Pump was reported to be pumping, but the IV fluid was not infusing. Pump was administering chemo with a piggyback infusion running on the channel b. No additional clinical details were able to be obtained. No pt injury was reported.